Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the select, down keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). The case was cut open. There is corrosion in/around the following: pcba1--j7, j6; outside of the motor sleeve, outside of the motor slide. In summary, the customer¿s report of a cracked keypad button was confirmed during testing. The critical pump error (open book image) is due to moisture damage. For additional information regarding the tests performed refer to (B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad select button damaged. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1812 was requested and customer response was the device returned.